Event description:
Two oxygenators developed cracks and leaking from the housing during use. Both oxygenators were used in the same pt. The oxygenators were changed out with no injury or affect to the pt. The oxygenators were being used with a roller pump. Perfusion protocol is not available. Quadox #1) lot# unk (in use 3 days, reported on (B)(4) 2011). (B)(4). Quadrox #2) lot# 70048084 (in use > 24 hours, reported on (B)(4) 2011). MFR (B)(4). (Refer to medwatch report #8010762-2011-00009).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Add'l info is being requested. Method: the device has not yet been returned to maquet cardiopulmonary for investigation.